Manufacturer narrative:
The customer's report was duplicated at zoll medical australia. The switch gasket was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.